Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise that was oversensed. The noise did not result in any pacing inhibition or inappropriate therapy. It was noted that the pacing impedance measurements spike from 600 ohms to 1,200 ohms. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as the hospital retained the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.